Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer on the proper load techniques. Customer changed cartridge and infusion set to address the issue.